Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h4, h6, h10. Device history record (DHR) - the DHR was reviewed and no anomalies that could be associated with the complaint were observed. The scissors insert was returned for evaluation: failure analysis: the evaluation verified the complaint as valid. The scissors doesn't cut properly. The blades are worn. The instrument has been repaired / modified outside of the manufacturing site by an external contractor. Root cause: the instrument has been repaired / modified outside of the manufacturing site by an external contractor . This modification could have led to this defect.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the cev605g scissors insert 3pk 350mm did not cut correctly. The device was used with a monopolar. The product was not in contact with the patient. The event did not lead to a significant increase in surgery time.